Manufacturer narrative:
Section f10. Event problem/ patient code: corrected data; initial MDR inadvertently did not code allergic reaction (2035).

Event description:
The patient was seen by the infectious disease team and they could not determine whether the skin irritation was dermatitis or cellulitis. There was no fever and no indication of an organism growing in the surgical wound, therefore the irritation was determined to be due to tegaderm (medical would dressing) used during vns surgery. The patient was given vancomycin prophylactically.

Event description:
It was reported that the patient developed cellulitis at the generator site after generator replacement surgery. Following surgery the patient experienced an increase in seizures and could no longer perceive stimulation. The patient also developed an allergic reaction at the generator site due to tegaderm used during surgery. The cellulitis and allergic reaction were noted to have healed. There is no indication that the increase in seizures was related to the infection. The report of increased seizures is housed in MFR report #1644487-2020-00800. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.